Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy irritation under the rear therapy electrodes. It was reported that the patient had a fungal infection on her back. The patient's doctor prescribed a cream for the irritation. After using the cream and removing the lifevest, the patient reported that the irritation had healed.